Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed stent damage. Struts 1-30 from the proximal end of the stent were undamaged and crimped in place. The remainder of the distal struts were damaged and stretched distally with struts extending over the distal marker band. The outer diameter of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jul-2017. It was reported that crossing difficulties were encountered.   The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). A 2.50 x 38 synergy¿ drug eluting stent was advanced but failed to cross the lesion after several attempts. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.